Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the streamline battery clip was confirmed via evaluation of the returned power module. The returned power module, serial number (B)(6), was visually inspected at the service depot on 10dec2024. Damage to streamline battery clip was confirmed. Multiple attempts were made to obtain a purchase order (po) from the customer; however, none were provided. The unit was then labeled ¿not for human use¿ and returned to the customer. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveals that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section 10, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that power module internal battery connector was broken. The connector was also down revision. The unit would be returning for update.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.